Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was unknown. Customer delivered a bolus to address bg. Reportedly, pump basal delivery was performing as intended. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on (B)(6) 2019. Reportedly, customer was using admelog insulin in the cartridge and at times used cold insulin. Tandem technical support informed contact/customer admelog was not labeled for use with the pump and advised customer to bring insulin to room temperature prior to use.